Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The manufacturer received information alleging headache. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in the base unit. In secondary findings observed that there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an accessory port, sd card, or filter. There is an unknown dust contaminate present at the air inlet where the filter would be. There is unknown dust/dirt contamination at the entrance of the iso port. There is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the blower box housing, blower motor, and blower impeller. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.